Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen was powered on and left for three hours and then shut down. This was done twice, once while blocking the exhaust fan on the bottom of the device. In both instances, the shutdown screen progressed as expected. The main cable engaged with the luo testing equipment and there was no observation of any apparent defects in the cable. There were no issues observed with the ccm during testing. The service repair technician (srt) could not duplicate the reported complaint. There were no observed abnormalities with the screen or the touch screen. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specification.

Event description:
It was reported that during the use of the device for a non-clinical activity, the power down window on the central control monitor (ccm) was blank. There was no patient involvement.